Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the tabs that the pivot link attaches to are welded on. He states both have snapped at the weld.